Event description:
On 08/25/2008, the patient reported that on three days earlier, she received a low cartridge (a1) alert while at work at 4-5:00pm and her blood glucose was slightly elevated. The patient was in a hurry and she changed her infusion site but not the insulin cartridge. She began to experience chest pains and went home at 10:15pm. When she arrived home, she bolused 35 units of insulin but did not test her blood glucose. The patient then realized her insulin cartridge was empty. She did not receive the cartridge empty alert (e1). The infusion device showed 4 units of insulin remaining. The patient inserted a new insulin cartridge and bolused 10 units of insulin. At 2:00am, her blood glucose was still elevated but she was feeling better. She stated that she overfills her insulin cartridges and she does not adjust the piston rod prior to inserting the cartridge. She stated that at times she adds insulin to the cartridge. She was advised against refilling insulin cartridges. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.